Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/22/2024. An investigation was conducted on 05/29/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the returned device. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure upon inserting the scope into the incision for vessel dissection, 7mm extended length endoscope picture was "blurry". Harvester tried to troubleshoot the image, but it remained blurry. A new scope was opened after a minimal delay, and the case was completed. There was no patient injury.